Manufacturer narrative:
DHR. All products shipped in the travel set were meeting the expiry parameters. Non of the products was expired on date of shipment. Failure analysis : the product was placed into travel set 3261 for a surgery on the 15th of march. The travel set was not returned to dsv until the 24th of june. The investigation indicates that the set was moved from one hospital to another without passing through dsv. There is no information available that the set content was reviewed prior move. Root cause : procedure not followed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A customer reported that the screws received in the tibiaxys set (ID (B)(6) - variable ti screw and lock screw - 3.5mm x 26mm) were expired. They discovered this one week after surgery so the expired screws were implanted in the patient. The surgeon confirmed that there is not issues with the patient.